Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer nurse inserted a new battery and then black circle and empt empty battery icon appeared. The customer was advised that the battery did not have enough energy to start. The customer was required to use another battery cap and but did not have extra. . The customer was advised that the device would be replaced and agreed to return the product for analysis.